Manufacturer narrative:
(B)(4) date sent: 5/1/2025 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was received: what specific tissue or vessel was attempted to be fired upon? The renal vein during a laparoscopic transplant donor nephrectomy. What is meant by ¿misfired partial staplers¿? All staples did not eject, and bleeding occurred immediately. Approximately what portion of the firing stroke was completed? The renal vein with powered vascular echelon stapler just proximal to the adrenal take off. Upon opening of the stapler, there was immediate brisk bleeding from the caval side of the staple line. Approximately how far did the device cut and/or staple? Unknown due to bleeding did the surgeon see, hear or feel anything unusual when firing the device? No but noticed bleeding were the staples formed properly? Appeared so but did not eject what led to the decision to convert to open? After 1 additional stapler fire above the renal artery the kidney was removed. An evarrest patch was placed over the area of bleeding. Things appeared hemostatic with the evarrest patch in place, but due to a concern that bleeding would resume once pressure was removed, the surgeon gently worked on removing the patch. Bleeding started again almost immediately, and the surgeon decided to convert to open. How was the bleeding controlled? Evarrest patch, 3-0 prolene sutures and pressure what is the current status of the patient? Discharged home. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they had a patient who had a laparoscopic transplant donor nephrectomy converted to open as the stapler misfired partial staplers. The conversion from laparoscopic to open took place to control bleeding. Unfortunately, the stapler was discarded.